Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. At an unknown point during the procedure the patient presented with pe. The procedure was aborted. No additional information is known.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. At an unknown point during the procedure the patient presented with pe. The procedure was aborted. No additional information is known.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system without the dilator. Inspection of the hub, sheath, and tip revealed kinks in the sheath 3cm distal of the strain relief and 3cm proximal of the tip. There was no other damage or defects found. The observed damage was attributed to procedural factors, such as forces put upon the device during insertion, advancing, and manipulation, as the most likely cause of the damage. Product analysis could not confirm the reported event of pericardial effusion as clinical circumstances could not be replicated.